Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the distal portion of the lead was returned in one piece measuring 56.0 cm with an extraction tool inserted in the lead body. Internal insulation abrasions breaching the rv lumen were noted at 10.7 cm to 11.7 cm and 15.2 cm to 15.5 cm from the distal tip and breaching the re lumen were noted at 13.3 cm to 13.4 cm, 25.7 cm to 25.8 cm, 26.0 cm to 26.1 cm, 32.1 cm to 32.3 cm and 44.4 cm to 44.5 cm from the distal tip. No damage noted to the etfe cable coating. External insulation abrasion caused by friction to the device can was noted at 47.9 cm to 48.1 cm from the distal tip. The insulation abrasion breached the re lumen with no damage noted to the etfe cable coating. External insulation abrasion caused by friction to the device can was noted at 49.9 cm to 51.3 cm from the distal tip. The insulation abrasion breached the svc lumen with no cables found in the abrasion zone due to the cables pulled back distally.

Event description:
This report is to advise of an event observed during analysis.